Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead exhibited intermittent oversensing. The ra lead was reprogrammed and remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent far field r-wave (ffrw) oversensing was noted on the right atrial (ra) lead on electrograms (egm). Cardiac compass also had invalid data. The ra lead and implantable pulse generator (ipg) remain in use. No patient complications have been reported as a result of this event.